Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Device was discarded at hospital. Telephone number: (B)(6). Device discarded at hospital.

Event description:
It was reported that during the surgery, the tip lock of this complaint product became unlocked easily. As a result, the tip came off from the hand piece, and it splashed saline water around the surgical area. The tip did not fall into the patient's wound. No patient harm occurred. Delay was less than 15 minutes. Surgeon finished procedure with the same device. No adverse events were reported as a result of this malfunction.